Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over to the station. The customer was able to see the patient on the server. The patient had been discharged on march 16 and was admitted again today. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the sample patient had already been discharged on the same day the case was opened. Admission and discharge messages were successfully received by station from the admit discharge transfer (adt) system. The customer confirmed the issue was from the previous week discharge and requested the case be closed. The system functioned as intended when the technical support specialist investigated the device.